Manufacturer narrative:
Concomitant medical product: therapy date: (B)(6) 2016 . Metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalog no#: 0100185145 ; lot#: 2476704. Metasul ldh, head, 40, code f, taper 18/20; catalog no#: 0100181400 ; lot#: 2400898. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, metallosis and loosening.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately seven years post implantation due to pain, metallosis, loosening and mild synovitis . Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. DHR review: the quality records indicate that this component met all requirements to perform as intended. Trend on durom issue was already identified in the past and it is covered in a CAPA. Review of event description: patient underwent revision surgery due to pain, metallosis, synovitis and loosening. Rreview of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).